Event description:
It was reported that the tip of the coronal bender broke off while bending the cobalt chrome rod in the patient. The tip of the bender was retrieved and thrown away. The case was completed without the benders. The broken coronal bender will be returned for investigation. There was no adverse event to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. The product development evaluation showed this issue was previously evaluated on (B)(4) and deemed valid. (B)(4). In conclusion, this complaint is deemed valid from a design perspective. An internal corrective action has been opened for this issue (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.